Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to a6: "hispanic" reported. Clarification to h6: health effect - clinical code e2402 represents the reported "ptosis". A review of the device history record has been completed. No deviations or non-conformances noted. The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "ptosis grade 2 to grade 3" (visibility/palpability).

Event description:
Healthcare professional later reported "ptosis grade 2 to grade 3". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events visibility/palpability and deflation was received on dec 16, 2025 with lot number 1078597. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. Deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "ptosis grade 2 to grade 3". This record is for the right side. Device was explanted.